Manufacturer narrative:
This report is submitted on august 06, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device (date not reported).